Event description:
The field service representative was told by the customer they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their 2010 analyzer. All testing was performed on the same analyzer. The patient's initial hcgb result was 30.22 miu/ml accompanied by a data flag and was not reported outside the laboratory. The customer inspected the sample and saw no indications of any interference. The same sample tube was repeated and the result was 0.100 miu/ml accompanied by a data flag and it was not reported outside the laboratory. The sample was then inspected again, and there were no signs of any interference. The sample was then poured into a sample cup and the repeat result was 0.482 miu/ml. This result was considered correct and it was reported outside the laboratory. There were no adverse events as the discrepant result was not reported outside the laboratory. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The customer declined a service visit.

Manufacturer narrative:
A root cause could not be determined with the limited information provided. The calibration data were close to expectations. The quality control data were within specifications. A general reagent issue was not obvious.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.